Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event the medical records provided indicated the patient experienced pain and adhesions. Adhesions are listed as a known possible adverse reaction in the instructions-for-use. A CT scan was performed which was indicated to be remarkable, however, no information was provided in regards to the CT scan. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2015 - the patient was diagnosed with pelvic organ prolapse and underwent an exploratory laparotomy, abdominal sacrocolpopexy, burch urethropexy, lysis of adhesions, suprapubic catheter placement and cystoscopy with implant of a bard soft mesh. On (B)(6) 2015 - the patient presented to the ER with complaint of severe pelvic and vulvar pain. The patient reported the pain began sometime in (B)(6) after she had the pelvic procedure on (B)(6) 2015. The patient stated she had been evaluated on several occasions. The patient reported the pain being worse and was unable to manage the pain at with rx percocet. The patient was admitted for pain management and further evaluation. An abdominal CT scan was performed and was remarkable (no details were provided). An MRI was scheduled to be performed as well. On (B)(6) 2016 - the patient was diagnosed with chronic pelvic pain with intra-abdominal omental adhesions, separation of mesh from vaginal apex with mesh in posterior cul-de-sac adherent to bowel. The patient underwent a two part procedure which included diagnostic exploratory laparotomy, lysis of adhesions followed by presacral nerve block.